Event description:
Boston scientific received information that one week post implant, interrogation revealed abnormal low impedance measurements. No issues were displayed with the non-boston scientific lead. A decision was made to replace this device. A replacement procedure was performed. This device was removed and replaced. Post procedure, normal impedance measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the daily measurements confirmed the reported impedance measurements between implant and explant. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that this device was able to measure impedance measurements and could not determine a reason for reported allegation; the device met specification.

Manufacturer narrative:
Should additional information be obtained or if the device is returned, analysis will be performed and this event will be updated.